Event description:
A clinic's (B)(6) contacted baxter to report that within the last month or so, a surgeon had been having problems with an unspecified amount (possibly 4-5) transfer sets in conjunction with the adapter. The surgeon was reportedly unable to twist on to the transfer set; the clamp turned only an 8th of a turn and he felt like it should twist on further. Overall the surgeon was reportedly dissatisfied with the locking mechanism of the product. The problem took place during use. According to the (B)(6), the last episode took place the day before ((B)(6) 2010) (addressed in this emdr). There was no patient injury or medical intervention. During a follow up with the (B)(6) regarding the reported issue, it was explained that a surgeon complained about having difficulty during surgery to connect the transfer set to the plastic adapter (brand: kendall/covidien). The surgeon first hand-tightens and because he would feel unsure as it does not tighten all the way, the surgeon would resort to using a clamp to give it another twist. The (B)(6) could not confirm if 4 or 5 events were reported. Per (B)(6), the surgeon did not report any leaks, loose connections, disconnections, patient injuries or medical or interventions.

Manufacturer narrative:
(B)(4). First of 5 emdrs. The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used sample was received in reference to report of connection issue. The sample was received with cap on dark blue connector and no cap on patient connector, but with adaptor connected. No abnormalities were noted during visual inspection, but adaptor was not completely flush at connection to patient connector. Functionally tested set underwater resulting in no leakage at adaptor connection at 8 psi with clear-passage acceptable and no leakage at the dark blue connector. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.